Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with the original shelf box and inner pouch. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and the stent was secured on the balloon between the markerbands. The hypotube was separated 20.5 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the complaint event the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a shaft fracture occurred. The 18x3mm, concentric, de novo, 90% stenosed lesion being treated was located in the severely calcified, mid left anterior descending artery. Following predilation of the lesion with non-bsc 2.5x20mm, 3x14mm and 3x20mm balloons, the physician began to advance a 3.00x20mm liberte stent delivery system (sds) to the target lesion. However, the sds fractured during introduction. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft fracture occurred. The 18x3mm, concentric, de novo, 90% stenosed lesion being treated was located in the severely calcified, mid left anterior descending artery. Following predilation of the lesion with non-bsc 2.5x20mm, 3x14mm and 3x20mm balloons, the physician began to advance a 3.00x20mm liberte stent delivery system (sds) to the target lesion. However, the sds fractured during introduction. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.